Event description:
Related manufacturer report number: 3006705815-2022-00679. It was reported that the patient lost therapy due to lead migration. Patient had multiple falls that might have caused the migration. As a result, surgery intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.